Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display despite changing the battery. The patient's blood glucose at the time of incident was 6.5 mmol/l. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts and spring did not have any damage, corrosion, or missing components. A new battery was inserted into the insulin pump. The device alarmed battery out limit and the customer was able to clear the alarm. The device then alarmed failed battery test and cleared that alarm as well; however, the battery icon remained empty and displayed an alarm condition. The battery was replaced and the failed battery test alarm recurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test alarms, or blank display noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.